Event description:
This event was reported as aortic insufficiency, at original implant a peri valvular leak was noted and left alone. The pt developed aortic insufficiency and an enlarged ventricle. No further info was provided.